Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
This device was later explanted and returned back to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. The patient is in constant atrial fibrillation and atrial flutter with frequent mode switching which could be contributing to the battery drain. No intervention has been performed at this time and the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.